Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was not provided. The customer reverted to alternate method of insulin therapy. Reportedly,cts followed up and further information was unable to be obtained. No further action is required.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.